Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic it was reported that the ins was removed and part of the lead was left in because they could not remove them. No symptoms were reported and no further complications were noted or anticipated